Manufacturer narrative:
H3 other text : not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging found of black particles in the humidifier and under the gasket. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Correction in b5 event description: the manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that found of black particles in the humidifier and under the gasket. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Correction in h6 medical device problem code, h7 and h9.

Manufacturer narrative:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that found of black particles in the humidifier and under the gasket. During the evaluation of the device at the third-party service center, the device was visually inspected and contamination were observed which were not black particles. The device was scrapped. Based on the information available at this time of investigation, it has been determined that there is no evidence of particles or that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to reoccur. There was no serious patient harm or injury associated with this device and no increased risk to the intended user. Based on the information available, it is a non-reportable complaint.